Event description:
It was reported that the patients ipg was nonfunctional and patient was also experiencing inadequate stimulation. The patient underwent revision procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago the date the manufacturer became aware of the event.